Event description:
It was reported that the pacemaker system was found to have triggered a lead safety switch (lss) due to high out of range pacing impedances being exhibited on this right atrial (ra) lead. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts was able to confirm that this right atrial (ra) lead had high out of range pacing impedance measurements of greater than 3000 ohms were recorded. Ts noted that no noise signals were recorded on atrial tachy response (atr) events when the device was in unipolar, however myopotential over-sensing was observed on some of the events. Ts discussed with the hcp possible causes of the impedance issues and recommended further device and lead evaluation. At this time, the pacemaker and this ra lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).